Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has moisture in the helium line. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: a4; b4; b5; g3; g6; h6 medical device problem code; h11

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has moisture in the helium line.later additional malfunctions like "power-up test fails code #," and "internal transducer calibration out of range" was also reported. No harm or injury reported

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component code, investigation conclusions, h11. Corrected field d10, h6 medical device problem code. A getinge field service engineer fse was dispatched to evaluate the unit fse states checked error and fault logs perform preliminary checks found blood and debris in pim and safety disk areas various parts need replaced show contact (B)(6) problem found and explain any debris found is called blood back blood back is a charge emailed contact (B)(6) a quote for repair explained to contact (B)(6) once this fse receives hard copy po parts will be ordered once parts are received this fse will return for service visit on an other day replaced drive manifold assembly pneumatic module assembly helium reservior assembly perform all pressure and vacuum tests all passed device passed all functional a safety tests per manufacturer specifications unit cleared for use completed repair successfully product passed all functional and safety tests per manufacturer specifications